Event description:
Rayner intraocular lenses limited received notification from the (B)(6) of an event that occurred during implantation of a t-flex aspheric 623t intraocular lens. The event description provided by the healthcare facility states that the surgeon observed the rupture of a lens haptic during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Corrective, remedial and preventative action was taken by the healthcare facility in the initial surgery session. The t-flex aspheric 623t iol subject to this report was explanted and exchanged for another iol of the same model and power. The healthcare facility has confirmed that the back-up iol was implanted without further complication and without any adverse effect to the patient. Our device analysis concluded that the damage to the iol was consistent with the iol becoming trapped in the injector flaps during the lens loading procedure; however, was not able to ascertain the root cause of haptic damage. Our review of production records for the t-flex aspheric 623t batch 080e14335 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification limits and were without defects. Our existing vigilance data since the month of manufacture of the t-flex aspheric 623t iol (august 2010) was reviewed in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t batch 080e14335.